Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the patient had discontinued the use of the cycler approximately seven months prior to their death. The patient had switched to hemodialysis. Since the patient was on hemodialysis and not receiving pd therapy at the time of death, the cycler is not a suspect product for the patient¿s death. The previous return for service was for a non-complaint. There were no parts replaced during previous service events that could have contributed to the reported problem. Testing specifications were met during previous service events in relation to the reported problem. There were no previously observed or reported defects/failures/problems that were same as or similar to the current reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review, event history review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.